Manufacturer narrative:
Product analysis: it was determined at analysis that the stylus tip position on the touch screen of the programmer needed calibration, the paper drawer was nearly empty, and there were errors found in the software history. The touchscreen was calibrated according to procedure, paper was added, power cable was added, software was re-installed and updated to the newest version, and the device was cleaned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.